Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead has noise on it going back for more than 3 years. The lead was explanted due to the noise and a sensing issue and replaced. No further information was available.